Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-8973-01 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the hub attachment tube broke off at the distal end; the fragments generated during the event were not returned for analysis. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 28-feb-2023, it was reported by a sales rep via email that an ar-8973-01, outrigger targeting guide inserter tip broke. It was damaged by the hospital when processing out post case. This was discovered after use and no case was involved.